Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub assembly came off with the shield. No serious injury or medical intervention was reported. Verbatim: "material no: 328466 batch no: 5047768. It was reported: that when the customer removed needle shield, the needle hub assembly came off with the shield. Verbatim: item 328466 with lot # 5047768 b consumer removed needle shield and the needle hub assembly came off with the shield. Sending mail kit replacements to pharmacy."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 5047768. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200583271] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 0.5 ml bd insulin syringe (used). Consumer states that they removed needle shield and the needle hub assembly came off with the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. A review of the device history record was completed for batch# 5047768. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200583271] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 97451 has been opened for the hub separation issue. Root cause: visual inspection found the needle hub with shield separated from the barrel. There was no damage to the hub core or adhesive runoff under the shield. The tip of the barrel had impact damage around the rim. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe misalignment during assembly of the needle hub. The damage around the rim of the barrel tip may not have allowed the hub to be seated properly. CAPA 97451 was opened 14jun2017 to address needle hub separates.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub assembly came off with the shield. No serious injury or medical intervention was reported. Verbatim: "material no: 328466, batch no: 5047768. It was reported: that when the customer removed needle shield, the needle hub assembly came off with the shield. Verbatim: item 328466 with lot # 5047768 b consumer removed needle shield and the needle hub assembly came off with the shield. Sending mail kit replacements to pharmacy."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub assembly came off with the shield. No serious injury or medical intervention was reported. Verbatim: "material no: 328466, batch no: 5047768. It was reported: that when the customer removed needle shield, the needle hub assembly came off with the shield. Verbatim: item 328466 with lot # 5047768 b consumer removed needle shield and the needle hub assembly came off with the shield. Sending mail kit replacements to pharmacy."